Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve procedure, the circulator opened reload and the sled fell off the cartridge. Case completed with another reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55d51. The analysis results found that the gst60d cartridge reload was received unfired and with the one piece sled missing. No further functional testing could be performed due to the condition of the received reload. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.